Manufacturer narrative:
The device was not returned. The log file from the control unit was downloaded and returned for review. The device was not returned for evaluation. The log file from the control unit used during the procedure was downloaded and reviewed. The log file confirmed the device functioned normally during the entire operational period. Therefore, it is likely that the device fractured during attempts at removal. Because the device was not returned, it is not possible to determine what caused the difficulties during removal.

Event description:
After use of the ekosonic system, the user experienced difficulty in removing the msd from the iddc. The entire device (both the msd and iddc) were then removed together. The iddc had been stretched and accordianed and the msd was fractured. No parts remained in the patient and there were no adverse effects reported. The device was discarded and not returned for investigation.